Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require any emergency medical intervention. The consumer's friend gave the consumer emergent food to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.